Manufacturer narrative:
The device was received. All available information was investigated and the reported cable break could not be confirmed via returned device analysis. The reported positioning failure of inability to curve the sleeve was confirmed and it was observed that the sleeve tip ring was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported broken cable appears be due to the user perception. The reported positioning failure of unable to curve appears to be related to the identified broken tip ring. The broken tip ring appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report torn material and a broken tip ring. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. Patient had a small left atrium (la) and small valve. Mean pressure gradient was 3mmhg. An nt clip was inserted, and grasping was performed. However, after the leaflets were grasped, the gradient increased to 8mmhg. Therefore, the physician decided to remove the clip. While attempting to remove the clip, it was noticed the m-knob cable broke, resulting in the inability to curve the clip delivery system (cds). Although the cds was unable to curve, it was successfully removed and the procedure was discontinued. Once the clip was removed, the gradient returned to 3mmhg. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported the steerable sleeve shaft was observed to be torn and the tip ring was observed to be broken. No additional information was provided.